Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  prior to getting a heart ablation (unrelated) they had turned stimulation off but when they got home they used their programmer and saw power on reset(por). Pt said they called the doctor's office and were told to call pats to see if they could get it reset. Reviewed por information and redirected to work with their doctor. Pt said they would call their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt reported they were planning for ins replacement on july 14 anyways because their ins was 5 years old//nfc

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the comment that the device is being replaced in (B)(6) due to it being 5 years old was describing a device malfunction and was not due to normal battery depletion. The patient also reported that the cause of the por message was unknown and that the unit quit because they had a heart ablation. The patient repeated that they came home and turned their device back on and saw a por message. The patient also reported that the replacement unit on (B)(6) was predetermined prior to the heart ablation as a routinely scheduled procedure due to the unit being 5 years old. The patient went in for a yearly checkup on (B)(6) 2022. The patient discussed with their healthcare provider and scheduled replacement for (B)(6).